Manufacturer narrative:
The lot was manufactured from november 02, 2018 - november 06, 2018. Two (2) actual samples were received for evaluation. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition; no evidence of a rupture was observed on either sample. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladders of two (2) small volume intermates ruptured when adding water to the bladders. There was no patient involvement. No additional information is available.